Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. If the device is forcefully retracted against resistance, damage such as this may occur. The pusher assembly was not returned for evaluation and the device could not be functionally tested; therefore, the root cause of the resistance could not be determined. Further evaluation of the embolization coil revealed offset coil winds. This damage was a result of forceful advancement against resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ilio-lumbar artery using penumbra smart coils (smart coil), ruby coils, lantern delivery microcatheter (lantern), non-penumbra angiographic catheter, and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed 15 ruby coils in the target vessel. While advancing the smart coil into the target location, the physician experienced resistance at the distal end of the microcatheter and decided to remove the smart coil. However, while retracting, the smart coil unintentionally detached inside of the microcatheter; therefore, the microcatheter was removed containing the detached smart coil. The procedure ended the procedure at this point. There was no report of an adverse effect to the patient.